Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, fluid did not flow out of the distal luer. Microscopic inspection on the luer revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor did not flow during infusion. This event involved a patient with no patient consequences. No additional information is available.